Event description:
It was reported that a customer experienced an issue where it took 2-3 attempts to load a cartridge before it displayed the correct amount of insulin. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.